Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file; however, the reported event was not reproduced during testing of the returned system controller. The downloaded system controller event log file contained approximately 1 day (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured a backup battery fault alarm from (B)(6) 2023 at 19:02:46 until the controller was powered off (captured on (B)(6) 2023 at 11:14:54) due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring below the acceptable threshold of 10.2 v. The driveline was disconnected on (B)(6) 2023 at 11:13:52 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Review of the DHR also revealed that the system controller was manufactured with the implementation of corrective and preventative action (CAPA) 116200, which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was alarming for backup battery faults. The backup battery was exchanged and a self test was performed on the system controller, however the alarms did not resolve. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.